Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation prior to a normal generator change procedure, an asymptomatic patient's atrial lead exhibited oversensing noise leading to inappropriate mode switch episodes. Attempts to reproduce lead noise were unsuccessful. Lead remains implanted and in use. Patient condition was stable after the event.

Event description:
New information received noted that patient continued to exhibit noise over-sensing leading to inappropriate automatic mode switches on (B)(6) 2021. Programming changes were made and patient continued to be asymptomatic and stable..